Event description:
The patient had a synthes plate placed in left forearm during procedure of ulnar shortening with realignment extensor carpi ulnaris tendon left wrist. The patient returned to the or for removal of the plate which had broken in half. The plate had been in place for about 5 weeks.